Event description:
It was reported that a patient's lead #3 was fractured. The fracture was discovered during an office visit with the healthcare provider (hcp). The patient reported that the hcp intended to program around the damaged lead to avoid a revision surgery. The patient reported the reason for the hcp visit was because "he wasn¿t in good shape and wasn¿t doing too good right now." The patient stated that during the hcp office visit, the voltage level was increased on lead #2. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3387-40, lot # j0542964v, implanted: (B)(6) 2005, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3387s-40, lot # v036502, implanted: (B)(6) 2007, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7426, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 7426, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 3387-40, lot # j0542964v, implanted: (B)(6) 2005, product type lead. (B)(4).